Event description:
Infection: vagina [vaginal infection]. Pain: body [pain]. Itchiness: body [pruritus]. Physical discomfort: vagina [vulvovaginal discomfort]. Abnormal change in the flow after using the product... Her flow has reduced [menstrual disorder]. Discovered a foreign object, residue in her menstrual blood...could not melt when she rubbed it: vagina [foreign body in reproductive tract]. White blood cells increase [white blood cell count increased]. Case narrative: consumer reported via phone that she felt a foreign object in her vagina after tampon use. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Infection- vagina [vaginal infection]. Pain- body [pain]. Itchiness- body [pruritus] . Physical discomfort- vagina [vulvovaginal discomfort]. Abnormal change in the flow after using the product. Her flow has reduced [menstrual disorder]. Discovered a foreign object, residue in her menstrual blood. Could not melt when she rubbed it- vagina [foreign body in reproductive tract]. White blood cells increase [white blood cell count increased]. Case narrative: consumer reported via phone that she felt a foreign object in her vagina after tampon use. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.